Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.006384 - the dentist reported that, 3 years and 5 months after the dental implant was installed in intraoral region #19, its fracture was observed. In consequence, the implant was removed.